Manufacturer narrative:
Initial report. As reported, prior to use, a hair-like fiber was found inside the unopened safe-t-j amplatz extra-stiff support wire guide package. The device did not make contact with any patient. Investigation ¿ evaluation. Reviews of the complaint history, device history record, quality control procedures, and a visual inspection of the returned device as well as an inspection of unused product were conducted during the investigation. Five unopened safe-t-j amplatz extra-stiff support wire guides were returned for investigation. The visual inspection of the returned package confirmed a fiber from an unknown source in one pouch. No other issues were identified. Additionally, a document-based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the quality control procedures was conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that this event could be traced to the manufacturing of the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code = dqx wire, guide, catheter. (B)(6). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to use, a hair-like fiber was found inside the unopened safe-t-j amplatz extra-stiff support wire guide package. The device did not make contact with any patient.